Event description:
It was reported that the patients ipg would not hold a charge and would take a long time to charge. The ipg was replaced with a non-rechargeable device and the patient was doing well postoperatively.

Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg would not hold a charge and would take a long time to charge. The ipg was replaced with an non-rechargeable device and the patient was doing well postoperatively. Additional information was received that the explanted ipg was not returned as it was discarded by the medical facility.